Manufacturer narrative:
Pump interrogation indicated the pump was delivering saline. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign unknown source regarding a patient with an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2018 the pump was removed with no pump replacement. It was noted that the patient had failed analgesia and that there was no injury or death. No further complications were reported or anticipated.